Event description:
It was reported that during use of the shaver handpiece, the console displayed a torque limited error message. There was no injury or surgical delay related to this event.

Manufacturer narrative:
Investigational findings: during testing of the shaver handpiece, it was found to have the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure mode.